Event description:
Boston scientific crm received information that this lead had out of range impedance measurements and was exhibiting loss of capture. Noise was also observed, leading to inappropriate anti-tachycardia pacing. An x-ray was performed and a fracture was noted. No adverse patient effects were observed.

Manufacturer narrative:
A revision procedure was performed and the lead was surgically abandoned and replaced. No further information is available. This report will be updated if additional information becomes available.